Event description:
It was reported that there was a ca patient in an arctic sun device, started shivering. They sedated and administered buspirone, propofol, fentanyl and antibiotics. Had to go down on propofol and fentanyl because of patient response. Patient temperature (pt) was then increased to 99.8f but does appear to be decreasing now. Cooling to targeted temperature (tt) was 96.8f, patient temperature (pt) was 98.2f, water temperature (wt) was 64.2f. Nurse wants to verify they were doing everything they can to address patient temperature (pt) increase. Patient had been actively shivering. Discussed medication administration and correlations to increase and decreases in shivering. Confirmed that work to cool has increased and water temperature (wt) have dropped in response to patient temperature (pt) increases. Noted they can try bair huggers or warm blankets to hands head and feet if ok with their protocol. Also discussed turning up vent warmer. Verified good pad coverage with overlapping. Encouraged to call back with any additional questions or concerns.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Cooling to targeted temperature (tt) was 96.8f, patient temperature (pt) was 98.2f, water temperature (wt) was 64.2f. Nurse wants to verify they were doing everything they can to address patient temperature (pt) increase. Patient had been actively shivering. Discussed medication administration and correlations to increase and decreases in shivering. Confirmed that work to cool has increased and water temperature (wt) have dropped in response to patient temperature (pt) increases. Noted they can try bair huggers or warm blankets to hands head and feet if ok with their protocol. Also discussed turning up vent warmer. Verified good pad coverage with overlapping. Encouraged to call back with any additional questions or concerns. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a ca patient in an arctic sun device, started shivering. They sedated and administered buspirone, propofol, fentanyl and antibiotics. Had to go down on propofol & fentanyl because of patient response. Patient temperature (pt) was then increased to 99.8f but does appear to be decreasing now. Cooling to targeted temperature (tt) was 96.8f, patient temperature (pt) was 98.2f, water temperature (wt) was 64.2f. Nurse wants to verify they were doing everything they can to address patient temperature (pt) increase. Patient had been actively shivering. Discussed medication administration and correlations to increase and decreases in shivering. Confirmed that work to cool has increased and water temperature (wt) have dropped in response to patient temperature (pt) increases. Noted they can try bair huggers or warm blankets to hands head and feet if ok with their protocol. Also discussed turning up vent warmer. Verified good pad coverage with overlapping. Encouraged to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.